Event description:
The complained product is now sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, the membrane of the progav 2.0 has been damaged by a tool, which also damaged the click mechanism. Furthermore, we can determine an additional ligature has been attached. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: not necessary due to damaged housing. Adjustment test: the progav 2.0 was tested and is not adjustable due to damaged housing. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to damaged housing. Internal inspection: not necessary due to the reason for the complaint. Results: based on our investigation results, we can determine that the outer housing (click membrane) is damaged. Therefore, the active-lock / brake mechanism of the valve is also out of function. How the above-mentioned damage occurred is not known to us at the time of investigation. Furthermore, we can determine an additional ligature on the connection areas. This additional ligature is not necessary. This is more likely to lead to unintended contamination / infection or damage of the catheter prior implantation. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. The complaint is consequently rejected.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0shunt system (#fx434-t) want to be implanted during a procedure. According to the complainant, the progav 2.0 could not be pressed properly and was not implanted into the body. The complained product will be sent to the manufacturer for investigation. No patient complications were reported as a result of the complaint.